Event description:
Doctor tried to remove the drain - drain would not come out. Drain broke and patient was admitted tosurgery to remove drain surgically. The doctor found no evidence of drain being sutured into patient.note: doctor made comment that there is still a possibility that drain was accidently sutureddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.